Event description:
Customer reported fentanyl infusion on a ventilator patient in the ICU. Four hours after a new bag was hung, the bag was empty. Bag should have lasted for 10 hours. Concentration in the bag was 2500mcg fentayl/50ml solution. Rate set at 5ml/hr. Requesting an event log review. No patient harm or medical intervention required. Event log received and investigation is ongoing. Will send follow-up report when investigation is complete.

Manufacturer narrative:
Manufacturer's report date: 7/9/2008. Patient information requested and all available information is included. This report was filed by the manufacturer.